Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information on (B)(6) 2018 that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No data analysis was completed as the battery status was at battery capacity depleted and emergent device replacement was recommended. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in early-(B)(6) 2018 that this patient died on (B)(6) 2018. The boston scientific field clinical representative (fcr) contacted the device-following clinic and spoke to the clinic nurse. The clinic nurse did not have an official cause of death. The device was not explanted post-mortem.